Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the liquid inside the syringe has leaked in use. It is the second time it happened, but we do not have information about the first event. The anesthetist opened another kit which he used to solve the issue.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the syringe leaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the liquid inside the syringe has leaked in use. It is the second time it happened, but we do not have information about the first event. The anesthetist opened another kit which he used to solve the issue.